Event description:
It was reported that during a hemorrhoidopexia procedure, the device was shot; half circumference of staples didn´t come out and the blade cut the tissue but staples did not clipped it together. The surgeon had to ask for assistance to another surgeon to manually close mucosa. A great bleeding was produced, which made this work difficult. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. On the complaint form, it states that the reporter was notified of the event on (B)(4) 2011, but the procedure did not occur until (B)(6) 2011. Please confirm the alert date.

Event description:
Additional information proivided:total blood loss unknown. The surgeon informed that there was a great bleeding, it was controlled with the help of another surgeon. The patient did not receive a blood transfusion. The patient is ok.

Manufacturer narrative:
(B)(4). Washer uncut the analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.